Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638 was received for investigation. Upon visual inspection it was noted that the device tip was bent. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. The method used to prepare the bone as well as the bone quality encountered were not provided.

Event description:
On 10/5/2022, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak shaft bent while inserting the anchor into the bony foramen with a hammer. Another product was used to complete the case. This was discovered during an unspecified procedure on (B)(6) 2022. Additional information received on 10/6/2022: this was discovered during a meniscus repair procedure and complete with another ar-3638 knotless fibertak. The shaft did not break only bent.